Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 315 mg/dl. Customer was advised the device needed to be returned. The device is not being returned for further analysis.